Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. If additional information becomes available a follow up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician in the (B)(6) of peritonitis, fever, and break in aseptic technique coincident with dianeal therapy. On (B)(6) 2011, the patient began dianeal therapy intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. On an unreported date, the patient experienced peritonitis manifested by abdominal pain and fever. On (B)(6) 2012, the patient noted that his drain had a pineapple juice-like appearance with fibrin. On (B)(6) 2012, the patient was hospitalized. On an unreported date, the patient experienced a break in aseptic technique further described as performing his exchanges at home without donning his face mask, turning off the electric fan, and closing the doors and windows. Treatment was not reported.